Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be reported as: the patient alleged to develop pancreatic cancer,shortness of breath and sore throat. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in this device. In secondary findings observed the internal investigation showed that there was contamination inside of the blower fan. There were no signs of sound abatement foam degradation. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pancreatic cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.